Event description:
Vent failure - rcps correctly identified a concern with vent function and replaced the vent. No patient issue. Vent was sequestered, checked by biomed and returned to service. No patient harm noted. Vent replaced in a timely manner. Thank you.